Event description:
On (B)(6) 2017 I was unable to verify rio registration in pka software. We were able to pass the ¿cube¿ portion of rio registration, but could not pass the 120 degree verification. While troubleshooting and swapping out to a new end effector and anspach, drape, visidics, reassembling hand piece. Soft and hard restart still could not verify rio. Also confirmed, side and pt. The surgeon opted to proceed with the pka using the anspach freehand. Unable to complete robotic case. After surgery, I was able to determine that both pka and tka rio verification fail with the robot in a leftie configuration (on multiple pt plans), but pass in rightie. Rio pre surgery checks pass, but auto arm fails. ***updated information***: surgical delay of greater than 30 minutes. Files are in complaints folder under: meridian park j2 failure.

Manufacturer narrative:
Reported event: an event regarding failed rio registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 117 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn (B)(4) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed rio registration. There was one other reported event for the listed catalog number (pr1344259). -conclusion: because the rio was not properly seated there is likely to be a loss in arm accuracy as seen by the failing of verification. Because the mps reported that the arm still passed in righty configuration its probable that the arms left side is out of calibration and requires kinematic calibration. The loss of calibration combined with the robot not properly seated is the probable cause of rio verification failing during the procedure. An mps was sent on site after the complaint and the following was noted: gsp 160170 for rob117 ¿ mps jonathan felly reported knee verification off by 3mm at legacy meridian park hospital around (B)(6) 2017. The work order indicates the following for the description: 1) j2 bump stops need to be adjusted 2) auto arm accuracy is not accurate. The resolution states: 1) successfully calibrated the j2 bump stop. 2) successfully kin cal both sides.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
On (B)(6) 2017 I was unable to verify rio registration in pka software. We were able to pass the ¿cube¿ portion of rio registration, but could not pass the 120 degree verification. While troubleshooting and swapping out to a new end effector and anspach, drape, visidics, reassembling hand piece. Soft and hard restart still could not verify rio. Also confirmed, side and pt. The surgeon opted to proceed with the pka using the anspach freehand. Unable to complete robotic case. After surgery, I was able to determine that both pka and tka rio verification fail with the robot in a leftie configuration (on multiple pt plans), but pass in rightie. Rio pre surgery checks pass, but auto arm fails. Updated information: surgical delay of greater than 30 minutes. Files are in complaints folder under: (B)(4).